Event description:
It was reported that a malfunction alarm occurred. The customer was unable to successfully reset the pump and declined to find out more about a loaner pump. No other infomation is available. Reportedly, the customer reverted to an alternate pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.